Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in inappropriate shocks. Four days after the initial report the ICD began beeping. Cpi received additional information that the beep on sensed and paced events feature was programmed on at the patient's last check up causing the reported beeping. The beep on sensed and paced events feature was programmed off.